Event description:
The lay user/pt contacted lifescan (lsf) on february 4, 2007, and alleged that his meter was reading inaccurately high. The pt has been using a test strip vial, with an expiration date of 08/2006, since january 30, 2007. The pt was unaware that the test strips were expired. On january 30, 2007, at 5:45 p.m. The pt tested and his blood glucose result was 552 mg/dl. He had been getting "higher than normal" readings earlier that day. He did not have symptoms at the time of the test. He took a bolus of 10 units humalog on his insulin pump based on the meter result. About 3 hours later, before dinner, the pt experienced the symptoms of blurry vision, felt disoriented and confused, and felt low. He performed two blood glucose tests and obtained results of 419 mg/dl at 9:24 p.m. And 416 mg/dl at 9:28 p.m. His son felt his father was hypoglycemic; so, he advised his father to eat. The pt ate dinner (he does not recall what he ate) and the symptoms disappeared about 10 minutes after he ate). His usual dinnertime is between 8:00 and 9:30 p.m. The pt tested after the symptoms disappeared; the result was 455 mg/dl at 10:53 p.m. He took a bolus of 6 units; he would have taken it before dinner if he had not had low blood glucose symptoms. The day after the incident, january 31, 2007 at 7:00 a.m., the pt removed his insulin pump; he thought there was something wrong with the insulin in the pump. He tested his blood glucose at 4:29 a.m. And obtained a result of 525 mg/dl. He retested at 7:47 a.m. And obtained a result of 430 mg/dl. At 7:00 he took 18 units of lantus and 6 units of humalog. He ate breakfast as usual (2 slices of bread with butter and coffee with milk without sugar). At 10:30 a.m., he started to have blurred vision and confusion. He tested his blood glucose and got a result of 406 mg/dl. He was in a class at the time, so he did not take any action. At 12:00 p.m., he was not feeling better. He realized he was hypoglycemic and another student noticed he was confused and offered his help. The pt went to have lunch (he did not remember what he ate) and he felt better after 10 minutes. The pt continued with the usual insulin schedule and did not experience any further incident or symptoms. This complaint is being reported, as the pt alleges he was obtaining elevated meter results and had suffered hypoglycemic episodes following administration of insulin based on those elevated blood glucose readings. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.